Manufacturer narrative:
The event occurred in (B)(6).

Event description:
On (B)(6) 2014, it was reported that the infusion displayed e8 (power interrupt) after a battery change. Confirming the e8 message was not possible because the check button would not function. No adverse event was reported. The infusion device was requested to be returned for product evaluation.